Event description:
The tip of the screw driver broke in the head of the screw and left in the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.